Manufacturer narrative:
Follow-up #1: date of submission 03/19/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/06/2015 with the following findings: the complaint could not be duplicated or confirmed. There were no cracks observed in the display screen and display lens.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.